Event description:
It was reported that during a da vinci-assisted surgical procedure, the clutch button on the surgeon side console (ssc) was not working properly. An intuitive surgical, inc. (Isi) technical support engineer (tse) explained that most likely the spring below the button had gone 'bad' and will need to be replaced. The customer elected to complete the procedure using the second ssc. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found that the spring of the switch button was broken and replaced the footrest to resolve the reported issue. The system was tested and verified as ready for use. The footrest unit was returned to isi for failure analysis (fa) investigation and the reported failure was replicated. The unit was installed into a printed circuit assembly (pca) system and powered up with no error. The fa technician then checked the clutch foot pedal and confirmed the clutch was not engaged when pressed.